Event description:
The event occurred at (B)(6) in (B)(6). The event is being reported, as intervention was required to explant a polypropylene supported axillo bifemoral gelsoft plus graft. The pt was admitted, due to critical ischemia of both lower limbs, the pt was administrated aspirin and heparin therapy and, an emergency implantation of a vascular graft was initiated. The graft was implanted on (B)(6) 2008. The doctor reported blood leakage in the non-supported section of the prosthesis. The graft was explanted and a new graft was implanted. The operation was extended by 15 to 20 mins. The pt later died on (B)(6) 2008. The surgeon reported that the death was not device related.

Manufacturer narrative:
Device evaluated by manufacturer. Device to be analysed. Device currently undergoing investigation. Results - manufacturing and qc records were reviewed. There was only one graft produced in the batch. All sealed grafts are 100% porosity tested. The value for the graft met acceptance criteria. There was nothing to suggest any problems with the batch. Conclusion - vascutek will respond to the surgeon and provide details of our investigation in our final report.